Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The issue was resolved via re-interrogation. There were no patient consequences.